Event description:
Customer called stating that this meter was reading lower than the doctor's meter. At the time of the complaint, the reason was unknown, so the meter was replaced. Once the meter came back to be evaluated, it ws discovered that the meter was in mmol/l instead of mg/dl. The customer was interpreting 11.2 mmol/l as 112 mg/dl. Customer said she felt fine and had no symptoms.